Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The field service engineer (fse) was dispatched on 11 sep 2015. The fse reseated wires to the stc lane motor and sensor then lubricated the stc motor slide and stc x axis . The sorter to the stc (stc lane mixing) lane cup was out of adjustment in the x axis, the fse corrected the adjustment enabling the cup to go into the stc lane smoothly. Ran all controls with b12, folate and vitamin d without problems. The aia-2000 instrument was functioning as intended. No further action required by field service. Aia 2000 instrument was functioning as intended. No further action required by field service. The probable cause of the event was misalignment of the sorter to the stc lane. A complaint history review for serial number (B)(4) was conducted from 10-aug-2014 through (B)(4) 2015 for similar complaints. There were two (2) complaints reported during this time period similar to the present issue.

Event description:
On (B)(6) 2015 a customer reported error 3061 (stc lane mixing) and 2151 (hybrid arm-cup transfer failure) with their aia-2000. The customer was unable to run patient samples on lhii a field service engineer (fse) was dispatched on 11 sep 2015 to address the reported event, which resulted in delay in reporting of lhii patient results. There was not indication of any patient intervention or adverse event consequence due to the delay in reporting of patient results.